Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with cracked syringe. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd syringe luer-lok tip there was an issue with cracked syringe. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. One photo and 5 loose 10ml assembled syringes were received and reported to be from batch #7339675 (p/n 301029). The samples were visually evaluated. The syringes appeared used therefore the evaluation was performed through the sample bag. One syringe had label on the barrel which read ¿nitroglycerin.¿ one syringe was filled with 4ml of clear unidentified liquid. All five syringes had major damage to either barrels or plunger rods or both. Cracked and damaged barrels and broken plunger rods were observed. The damage observed is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the barrel and plunger rod damage is likely due to a temporary fault within the assembly dial. No additional corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.